Manufacturer narrative:
Date of event was reported as one friday night about 3 years ago (2014).

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had a bad urinary tract infection on a friday about 3 years ago. There were no allegations of a system use issue. There were no further complications reported or anticipated.